Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 74 mm x 14mm abdominal aortic aneurysm. The aortic neck was 24 mm in length. The proximal neck diameter was 23mm and distal diameter was 22mm. Diameter of the right common iliac was13mm and its length was 77mm, the left common iliac artery was 64 mm in length. Another manufacturer¿s bare metal stent was implanted at left renal artery. The aneurysm was accidentally found during another evaluation. The proximal neck was severely tortuosity. The distal external iliac artery was curved up. It was reported that during a post-operative follow-up it was confirmed the aneurysm was enlarged (exact date is unknown). CT confirmed that there was separation of the stent grafts between contralateral limb and contralateral extension. The cause of the separation is unknown. A guide wire was inserted from the right brachial artery to the right femoral artery with pull-through technique. Another manufacturer¿s 16fr sheath was inserted and an endurant 24/24/82 was implanted to cover the stent graft separation followed by an endurant 24/24/82 stent graft. The type iii endoleak resolved. No additional clinical sequelae were reported and the patient recovered and is fine.

Manufacturer narrative:
(B)(4).